Manufacturer narrative:
The procode information provided with initial report was incorrect. The correct information has been provided in this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information indicated by medtronic that the insulin pump alarmed with movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.